Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin through the basal rate. Reportedly, it was possible that a temporary basal rate of 0% was activated. Although requested, the customer declined to upload pump data and declined to provide additional information regarding the issue. There was no reported adverse impact to the customer.